Event description:
It was reported that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered a lead safety switch (lss) and changed the polarity to unipolar configuration. Noise was also noted. Boston scientific technical services reviewed the stored information and it was determined the noise on the ra channel appeared consistent with minute ventilation sensor oversensing. Ts discussed programming options. The ra lead and pacemaker remain in service and no adverse patient effects were reported. Additional information was received that the field representative interrogated the patient and found significant noise on the ra lead with minimal patient movement. It was noted that the amplitude of the noise was much greater what could be programmed around. In order to limit tracking and excess atrial events the lead was electrically abandoned by programming the pacemaker to only pace and sense in the ventricle. The field representative recommended lead replacement. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported..

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Investigation of the available information also determined that this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Investigation of the available information also determined that this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. Further engineering investigation was conducted of the device's diagnostic data that was downloaded and submitted to boston scientific technical services for review. It was determined that the intermittent impedance measurements were not associated with the device's spring contact and lead terminal ring as previously reported. As all available evidence indicates the cause of the event was due to the rv lead and not the device. Investigation of the available information determined that this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered a lead safety switch (lss) and changed the polarity to unipolar configuration. Noise was also noted. Boston scientific technical services reviewed the stored information and it was determined the noise on the ra channel appeared consistent with minute ventilation sensor oversensing. Ts discussed programming options. The ra lead and pacemaker remain in service and no adverse patient effects were reported. Additional information was received that the field representative interrogated the patient and found significant noise on the ra lead with minimal patient movement. It was noted that the amplitude of the noise was much greater what could be programmed around. In order to limit tracking and excess atrial events the lead was electrically abandoned by programming the pacemaker to only pace and sense in the ventricle. The field representative recommended lead replacement. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported. Additional information was received that the ra lead continued to exhibited noise that was oversensed and high out of range pacing impedance measurements. A revision procedure was performed where the ra lead was tested on the pacing system analyzer (psa) and yielded the same high out of range impedance measurements of greater than 4000 ohms. The lead was explanted and successfully replaced. The pacemaker remained in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Investigation of the available information also determined that this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered a lead safety switch (lss) and changed the polarity to unipolar configuration. Noise was also noted. Boston scientific technical services reviewed the stored information and it was determined the noise on the ra channel appeared consistent with minute ventilation sensor oversensing. Ts discussed programming options. The ra lead and pacemaker remain in service and no adverse patient effects were reported. Additional information was received that the field representative interrogated the patient and found significant noise on the ra lead with minimal patient movement. It was noted that the amplitude of the noise was much greater what could be programmed around. In order to limit tracking and excess atrial events the lead was electrically abandoned by programming the pacemaker to only pace and sense in the ventricle. The field representative recommended lead replacement. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported. Additional information was received that the ra lead continued to exhibited noise that was oversensed and high out of range pacing impedance measurements. A revision procedure was performed where the ra lead was tested on the pacing system analyzer (psa) and yielded the same high out of range impedance measurements of greater than 4000 ohms. The lead was explanted and successfully replaced. The pacemaker remained in service and no adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered a lead safety switch (lss) and changed the polarity to unipolar configuration. Noise was also noted. Boston scientific technical services reviewed the stored information and it was determined the noise on the ra channel appeared consistent with minute ventilation sensor oversensing. Ts discussed programming options. The ra lead and pacemaker remain in service and no adverse patient effects were reported. Additional information was received that the field representative interrogated the patient and found significant noise on the ra lead with minimal patient movement. It was noted that the amplitude of the noise was much greater what could be programmed around. In order to limit tracking and excess atrial events the lead was electrically abandoned by programming the pacemaker to only pace and sense in the ventricle. The field representative recommended lead replacement. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered a lead safety switch (lss) and changed the polarity to unipolar configuration. Noise was also noted. Boston scientific technical services reviewed the stored information and it was determined the noise on the ra channel appeared consistent with minute ventilation sensor oversensing. Ts discussed programming options. The ra lead and pacemaker remain in service and no adverse patient effects were reported.